Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this implantable pacemaker device had pleural effusion. There is no further information available to date and the device remains in service. No adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker device had pleural effusion. There is no further information available to date and the device remains in service. No adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.